Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process, confirmed by technical support as cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support arranged to replace the pump. The customer, whose pump was under warranty, was instructed to put the current pump into storage mode and return it to tandem using a provided return box and pre-paid label within ten days. Additionally, the customer was advised to program their settings and connect their continuous glucose monitor to the replacement pump. The customer acknowledged all instructions and would use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.